Event description:
Additional information: symptoms resolved approximately seven weeks after onset.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of inflammatory reaction as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported patient was injected to the nasolabial region with juvederm volbella with lidocaine as well as concomitant injection to the marionette lines with juvederm ultra smile. Four months later patient developed inflammatory reaction in the injected sites. Patient was prescribed deflazacort. Symptoms are ongoing.

Manufacturer narrative:
The documentary research in the batch file shows that no element could explain these reactions. All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the nasolabial region with juvederm volbella with lidocaine as well as concomitant injection to the marionette lines with juvederm ultra smile. Four months later patient developed inflammatory reaction in the injected sites. Patient was prescribed deflazacort. Symptoms are ongoing.